Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-01088. It was reported that the patient was experiencing uncomfortable stimulation. In turn, the patient underwent surgical intervention and the scs system was explanted.